Manufacturer narrative:
(B)(4). The device met all specifications during testing. Consequently, no cause could be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an f38 alarm code occurred on a flogard infusion pump. No patient involvement, injury or medical intervention was reported to be in association with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). An event history was performed with no abnormalities noted. A service history review revealed no previous service events were related to the reported condition. A visual inspection was performed with no abnormalities noted. The device met baxter specifications requirements per force sensing resistors testing. The reported condition cannot be confirmed with the available information and subsequent function evaluations. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.